Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1,a2,b7,d3,g1,g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent spigelian hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery, adhesiolysis, and incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted dense adhesions to old mesh and the old mesh was excised completely. It was reported that the patient experienced severe pain, dense adhesions, inflammation, scarring, anxiety and stress. No additional information is provided.